Manufacturer narrative:
Insulin pump received error 38 during rewind due to corroded motor home switch. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify pump error 43 due to pump error 38. Insulin tested outside the insulin pump and received pump error 38 at rewind. Insulin alarmed pump error 63 alarm during self test and confirmed in the insulin pump history due to broken pin 6 trace (sda) on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. Customer's blood glucose level was unknown. The insulin pump will be returned for analysis.